Event description:
It was reported that the two xience v stents were implanted in the lesion successfully; however, the inflation and deflation of the stent delivery system balloons before and after deployment of the stent took longer than normal. There was no clinically significant delay in the procedure. Inflation times for both stent delivery system balloons are as follows: xience v 2.5x23 mm - dilated 5 times for 8 atmospheres (atm), 8 atm, 16 atm, 4-8-16 atm, 4-8-16 atm, for 60 seconds (sec), 30 sec, 10 sec, 45 sec, 30 sec. Xience v 3.0x15 mm - dilated: 4 times at 4-6-9-12 atm, 12 atm, 9-10 atm, 10 atm, for 60 seconds, 40 sec, 30 sec, 30 sec. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthough, tgv. Stent: xience v 3.0 x 15 mm. The 3.0 x 15 mm xience v is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. Difficulty inflating/deflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify balloon deflation times. The total length of the sds was measured and met manufacturing criteria. The inflation device used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. A new indeflator, filled with water was used in an attempt to inflate the balloon but the balloon would not inflate. After the contrast was dissolved, the indeflator was filled with 5 milliliters of grastrografin diluted 1:1 with water, then the balloon was inflated to the rated burst pressure. The reported difficulties were unable to be confirmed as the deflation times were measured and met manufacturing criteria. The patient anatomical conditions were not reported with the case information which may have aided in the investigation. It is possible that the anatomy narrowed the inflation lumen contributing to the reported difficulties inflation and deflating the balloon; however, this could not be confirmed. A conclusive cause was unable to be determined. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency.